Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced difficulty completing a bolus delivery. Reportedly, the customer entered the amount of carbohydrates for bolus calculation; however, the bolus could not be completed on the first attempt and the customer had to reenter the bolus menu to successfully deliver the bolus. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer continued to use the pump for insulin therapy.